Manufacturer narrative:
Block h6 device code a0406 is being used to capture the reportable event of suture tangled.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used during a percutaneous endoscopic gastrostomy site closure on (B)(6) 2025. After removing the device from the package, the suture became knotted and was not able to be used. The procedure was completed successfully using a different device from the same model. There was no patient complications reported as a result of this event.